Event description:
It was reported by the rep the device was used during a lung mass resection. 9/3/1998 it was reported the surgeon claims the stapler did not come with staples. Another tlh30 was pulled to complete the case. There was no consequence to the pt.